Event description:
It was reported that during a scheduled sinus surgical procedure the surgeon noticed the debrider wasn't working properly. After further examination, it was noticed the blade was broken. It was reported there was no impact to the patient.

Manufacturer narrative:
(B)(4). Analysis by the engineering group- the sample was returned with original inner pouch and labeling identifying the sample as item (B)(4) inferior turbinate blade, 2.9mm from lot # h8275557. The inner blade was returned separated from the outer blade. The sample was bloody. Approximately 2-3 mm of the inner blade tip was broken off and not returned. The outer blade, viewed under magnification exhibited some blood on the outside of the outer blade. The inside of the tube contained a small amount of white material, most likely a dense bone, and exhibited a radial scoring pattern. Damage was minimal on the outer blade. The inner blade was examined under magnification. Radial scoring was evident on the exterior of the blade. The interior of the inner blade contained a quantity of material resembling bone. (Some of the material is confirmed to be grease, but most of the matter is much denser.) Due to the amount of bone detected inside of the inner tube, it is most likely use error which caused the blade to fail. The evidence indicates that the blade was used for a much more strenuous use than was intended, (cutting bone vs cutting stromal tissue). Based on the reported information, the "most likely" cause of this event was misuse. Ebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and magnum microdebrider handpieces. Blade and bur accessories are available for resection of soft tissue and bone for surgical procedures. Use of accessories depends on the intended application and patient needs. Sharp-cutting powered accessories induce bleeding and removal of significant tissue and bone. Excessive pressure applied to blade or bur may cause it to fracture. Should a blade or bur fracture occur during used, extreme care must be exercised to ensure that all fragments of the blade or bur are retrieved and removed from the patient. Blade or bur fragments that are not removed may cause tissue damage to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and product evaluation is currently underway. This product is used for therapeutic purposes. Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.